Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer declined to provide blood glucose level. The customer reported that the pump would continue to be used and has backup insulin pens for continued insulin therapy.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer stated that blood glucose (bg) level was "a little high" but declined to provide bg value and stated that elevated bg level was not related to wake button issue. Reportedly, the pump would continue to be used and has backup insulin pens for continued insulin therapy.